Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that this device was dropped and attempted but not implanted. It was noted that during the implant procedure the physician connected the leads to the device but the left ventricular (lv) pin would not seat properly into the header. High impedance was measured on all polarities. The physician tried two more attempts to seat the lead into the header and tighten the setscrew. Still, all impedances were high. Additionally, there was much trouble advancing and counter-clocking the setscrew within the header. After much difficulty the physician decided not to implant the device and to use a new device instead for the sake of patient safety. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw.

Event description:
Sterility of the device was not compromised during the implant attempt, the device was not dropped onto the floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.